Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine and prialt (ziconotide) with unknown dose and concentration via an implantable pump for unknown indications for use. It was reported that patient stated their pump was currently "empty" because about a year ago their provider "overdosed" them. Patient stated they didn't know the name of the drug that they started with but it was not morphine because the patient was allergic to morphine. Patient stated prialt was in the pump when the provider "turned it up" and "things went crazy". Patient had a magnetic resonance imaginary (MRI) for rotator cuff.  Patient was redirected to the provider.